Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The user facility alleged that broken fibers caused blood leak. An internal leak occurred at the start of treatment. Estimated blood loss was less than 10 mls; pt had no ill effects. Sample was discarded; sample is not available.